Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. A note on the revision implant sheet indicates "revised for instability". X3 10° poly insert and 36 +5 c-taper biolox ceramic head with adapter sleeve were revised to a 28+8 lfit v40 head and adm/mdm liner construct.